Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with mild calcification and moderate tortuosity. A 2.5mm unspecified balloon was used for pre-dilatation, then the 3.5x38mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted. The stent was post dilated with a 3.5x38mm non-compliant (nc) balloon. After post-dilatation, a distal edge dissection was noted; therefore, a 3.5x8mm xience sierra stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of vascular dissection is listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.